Event description:
Revision total knee replacement due to pain, swelling, damaged bearing surfaces, discolouration of soft tissue and evidence of metallic debris in knee joint space.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.